Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2015 with the following findings: a review of the pump black box data revealed no unexplained pump reboots or alarms. During a visual inspection of the pump, there was moisture observed behind the display lens. A leak test failed due to a battery compartment crack and pump case crack. The pump powered on with a blank screen. Further testing was not able to be performed due to the blank screen. The pump case was removed and evidence of moisture was found inside the cover, on the pcb (display screen/connector), transceiver pcb and support bracket.